Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened act button. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 140 mg/dl. Customer stated that pump is unresponsive when patient presses the act button. The customer stated that she fell and landed on her stomach then fell on the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer stated that she had a hypoglycemic episode. Customer stated the emergency medical technician went to her apartment and her blood glucose was 20 mg/dl. Customer declined to troubleshoot for the low blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.